Manufacturer narrative:
An event of migration and retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that the ascending aorta had heavy tortuosity. Reportedly, during procedure, attempted to expand, but at 80% expansion, the valve migrated out to the direction of the ascending aorta. Recapture of the valve was attempted, but the valve capsule became flared and could not be cross the aortic valve. Based on the information received, the cause of the reported event could not be determined. It possible due to heavy tortuosity in ascending aorta contributed to the event however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve (sn (B)(6) was chosen for implant using a flexnav delivery system (lot 10285010) during a transcatheter aortic valve implantation. The native aortic annulus was area of 396mm^2 and perimeter of 72.5mm. The root angle was 54 degrees. During the procedure, a pre-implant balloon aortic valvuloplasty was performed with a 22mm non-abbott balloon. The flexnav delivery system was inserted, and when bringing the delivery system from the top of the arch to the ascending aorta, there were sliding movements. The ascending aorta had heavy tortuosity. The valve was expanded slightly deeper than the 5mm marker. Control pacing was carried out. During further deployment, the valve migrated out towards the ascending aorta. The lower end of the valve rose to slightly below the sinotubular junction (stj). The valve was attempted to be recaptured, but the deployment wheel was unable to turn before the nose cone touched the valve capsule. The micro adjustment wheel was used to advance the nose cone, but the valve capsule became flared, so the valve could not cross. The stiff wire came near the lesser curvature side of the aorta, so it interfered with the valve capsule, and the valve capsule became flared. The navitor valve was replaced with another 25mm navitor vision valve (sn (B)(6), and the delivery system was replaced with another flexnav delivery system (lot 10033540). There were no issues loading the valve, which was loaded by the physician. The valve was inserted, attempted to expand, but at 80% expansion, the valve migrated out to the direction of the ascending aorta. Recapture of the valve was attempted, but the valve capsule became flared again and could not be cross the aortic valve. The distlan end of the delivery system was pulled into the ascending aorta, and the micro adjustment wheel was used to close the gap. The system was removed. The decision was made to change to a 26mm non-abbott transcatheter valve. The procedure was completed without any further issues. There were no adverse patient effects reported.